Manufacturer narrative:
Product analysis: no product specimen has been returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that immediately following implant of this annuloplasty band in the mitral position, it was explanted and replaced due to continued paravalvular leak. A mitral bioprosthetic valve was implanted. Prior to implant, the patient presented with severe mitral regurgitation and significant prolapse of the posterior leaflet. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using a repair device and subsequent post repair evaluation demonstrates an inadequate result. This is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.